Event description:
Customer reported testing with the freestyle meter on the finger getting a result of 280 mg/dl. The customer took insulin based on this reading. The customer's spouse noticed that customer was exhibiting signs of hypoglycemia. The spouse treated customer with oj and a balance bar. The customer suffers from hypoglycemia unawareness. The customer compared freestyle readings with an accuchek meter and found large variances.